Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the wake button was sticking. The customer¿s blood glucose (bg) level was displayed as "low" to ¿high¿; however, a specific value was not provided. Cause was not known. Customer consumed carbohydrates and glucose tablets to address low bg and a correction bolus was delivered to address elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer continued to use the pump for insulin therapy.